Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, smoker, periodontal disease stable, perhaps biomechanical overload, preceding/simultaneous bone augmentation, perhaps infection, inflammation.